Event description:
Facility reported baby went to operating room approx 4 pm. From 7:15 pm until 9pm, when baby was sent to pacu, vital signs were unstable with several vasopressors infusing. Operating room pumps were changed out in pacu and vital signs later stabilized. No pt harm or other intervention was reported. Initial request was for info about an error code biomed noted in the event log, and whether this was related to any problem with epinephrine infusion thought to be infusing on that module. After event log review was completed 12/01/2008, event was determined to be reportable due to under infusion. Log review showed that the epinephrine channel was programmed in anesthesia mode. At 1:18 pm, concentration .2 mg/ml, rate 1.23 ml/hr, and was paused at 1:22 pm. Since the device was selected to be in anesthesia mode, the call back prompt was disabled as designed. At 4:16 pm, the epinephrine was restarted, then paused again at 5:24 pm. At 7:09pm, the epinephrine was restarted and the rate increased to 2.46 ml/hr. This channel was powered down at 9:24 pm, indicating the channel was paused for more than half the time it was reported to be in use. The error code had occurred on a separate channel, was log-only, and indicated the plunger gripper being opened. There is no indication of malfunction of any of the devices.

Manufacturer narrative:
(B) (4). (B) (4). Pt info requested.